Manufacturer narrative:
An event of a calcified valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 21mm epic supra valve was implanted. After 9.5 months the patient presented with chest pain. The valve was assessed and determined to be calcified with one leaflet not moving properly. On (B)(6) 2019, the valve was explanted and replaced with a mechanical valve. The patient was stable postoperatively and has been discharged.